Event description:
The consumer's sleeve got caught on the joystick as they leaned over to adjust the footrest. The chair allegedly threw patient ankle between the casters. As a result of this incident, the consumer sustained a broken ankle.